Event description:
It was reported that the back haptic of an intraocular lens (iol) broke, probably during the loading process. As a result, the iol was inserted and removed in the same procedure, and the incision was enlarged. There was no vitrectomy performed. It was further stated that there were no patient complications. No further information has been provided.

Manufacturer narrative:
Date of implant: not applicable as the iol was not fully implanted. Date of explant: not applicable as the iol was not fully implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional method code: (B)(4). Visual inspection of the returned intraocular lens with the unaided eye showed that one of the haptics was detached; the other haptic was still attached to the lens optic. The lens was received cut in two, most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens could be identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The detached haptic was bent and complete. The haptic was not broken and the lens optic did not contain remaining parts of the haptic. The haptic was completely detached. The condition of the returned lens does not seem to be related to the manufacturing process. According to the dfu (directions for use) the unfolder emeraldt or emeraldxl implantation system with the one series cartridge must be used to implant the zma00 lens. The pscst30 cartridge is for use with silicone lenses only. The incorrect cartridge was used. Based on the manufacturing record review, there are no associated nonconformity material reports with respect to this order number. Sterilization records were reviewed and no non conformances were found. There are no environmental monitoring related non conformances within the timeframe this order number was manufactured. Corrected data: typographical error: it should have stated "not fully implanted". All pertinent information available to abbott medical optics has been submitted.